Event description:
It was reported that the images had bands possibly due to sensor issues. The device was not in clinical use and there was no harm to patient or user.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips field service engineer performed analysis which included a change of battery and connector unit but without positive results. The calibration of the skyplate detector failed, the detector self test passes and the detector pairs well. The detector received 3 medium shocks. The device remains at customer site with minimal functionality.

Manufacturer narrative:
Reference ID: (B)(4). Following are the corrections made pertaining to emdr report number 3003768251-2024-00036 (4864631): 1. Contact office: changed from "(B)(6)" 2. Date received by mfg: changed from "blank" to "01/04/2024"